Manufacturer narrative:
This is the first occurrence of a balloon rupture where a piece of the balloon separated from the device, and was unable to be accounted for.

Event description:
A balloon rupture was reported subsequent to a successful treatment of a patient with deep vein thrombosis using the trellis peripheral infusion device. Upon receipt and inspection of the customer device at the (B) (4) facility, it was observed that a portion of the balloon material was missing. The customer did not report any information that could account for the missing balloon material. There was no patient impact reported and no medical intervention was required for this case, therefore, the report is for a product failure, not an adverse event. The exact cause of the product failure cannot be determined. It is likely that the balloon was ruptured during removal of the catheter from the introducer sheath, and the missing balloon material caught on and remained on the sheath. Because of the potential for serious injury associated with a device fragmentation, this product failure is being reported.